Event description:
Two gore viabahn endoprostheses (lot # 10315310 and lot # 9760213) and a zenith aaa graft were used during a thoracic aortic aneurysm procedure. The viabahn devices were advanced using a 6fr cordis brite tip sheath over an .018 steelcore wire 300cm. Accessing from the right brachial artery, the first viabahn device (lot #10315310) was deployed in the right renal artery. Following the successful implantation of the first device, the second viabahn device (lot #9760213) was positioned in the left renal artery. As deployment was initiated, the deployment line became stuck, then broke when it was pulled again. A 6fr 90cm introducer sheath was inserted to recapture and pull the partially deployed device out of the pt. At this point, the partially deployed device and guidewire migrated out of left renal artery into the space between the fully deployed zenith aaa graft and aortic wall. The left renal artery was unable to perfuse due to the 'jailing' by the zenith aaa graft. The first viabahn device (lot # 10315310) that was placed in the right renal artery became stenotic post operatively. On 09/06/2012, attempts to cannulate the device was unsuccessful. The pt is presently on dialysis due to loss of perfusion to both kidneys.

Manufacturer narrative:
Two gore viabahn endoprostheses were implanted in the same pt during the same procedure. The other submitted report is: MFR report 2017233-2012-00663 was submitted for device lot #910315310. Review of device manufacturing record history confirmed device met pre-release specifications. The IFU warnings section states, w.l. Gore & associates has insufficient clinical and experimental data upon which to base any conclusions regarding the effectiveness of the gore viabahn endoprosthesis in applications where the device is deployed with stents or stent grafts other than the gore viabahn endoprosthesis. Other devices may interfere with the deployment of the gore viabahn endoprosthesis resulting in deployment failure or other device malfunction.